Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage to the outer jacket of the modular cable. However, a specific cause for this damage could not be conclusively determined through this evaluation. Examination of the modular cable revealed one large breach in the jacket with bunching. The controller connector and inline connector pins appeared unremarkable. The modular cable passed electrical testing without issue. No alarms or faults were reported by the account. According to the account, the damaged modular cable was exchanged without issue. The patient remains ongoing on ventricular assist device (vad) support, with no further related issues reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) contains information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 "patient care and management" instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline¿ in water or liquid." The relevant sections of the device history record for modular cable lot number 6389604 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ongoing problems with maintaining the stability of the silicone outer layer of the modular cable. Over time, the modular cable has torn and wires were exposed. Rescue tape had been used on the modular cable, however it was still unstable. The patient's modular cable was exchanged.